Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. The implantable defibrillator was in backup mode. The patient received a vibratory alert and was brought into clinic where a device download was successfully performed.